Event description:
An original equipment manufacturer reported that, during their inward goods inspection, a blue port cap was missing on a quantity of 2 rt132 infant breathing circuits. No pt consequence was reported.

Manufacturer narrative:
(B) (4). Method: the devices were not returned to the manufacturer for inspection. An investigation was carried out based on the event description and a photograph provided by the OEM. Results: the port cap was observed to be missing in the photograph provided by the OEM. A lot check revealed no other similar complaints for this lot number. Conclusion: the missing port cap was caused by operator error. This was noted during the inwards goods inspection of an original equipment manufacturer (OEM). The OEM reprocesses and repackages this product before it can come into contact with the end user. (B) (4).